Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device does not alarm. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed a missing battery cover and damage to the bottom shell. When the device was powered on, led segments on the led digits did not fully light up. The device was able to obtain readings and the sound of the speaker was crisp and clear when the alarm limit is triggered. Internal inspection showed corrosion damage on the system circuit board; which prevents the display from showing all the led lights. The customer complaint was not duplicated. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device does not alarm. No patient impact or consequences were reported.